Event description:
It was reported that the right ventricular (rv) lead has high thresholds and fails to capture. The rv lead was capped and remains in the patient out of service. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076 implantable pacing lead 2012-(B)(6). (B)(4).